Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user reported that the pump broke at the attaching point to the boom and the screw snapped off.